Event description:
It was reported that a malfunction alarm occurred with a pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.